Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high pacing thresholds along with high impedance measurements. A lead fracture was suspected. A revision procedure was performed where the lead was tested on a pacing system analyzer (psa) and yielded the high impedance measurements. The rv lead was abandoned surgically and successfully replaced. No additional adverse patient effects were reported.